Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Additional information received from business partner on (B)(6) 2016 indicated on (B)(6) 2016 an oversew procedure was performed in the clinic. On (B)(6) 2016, the patient was taken to the or (operating room) where I<(>&<)>d (incision and drainage), washout, and oversew procedures were performed. On (B)(6) 2016, the patient experienced fever, nausea, and vomiting. On (B)(6) 2016, the patient was hospitalized with the admitting diagnoses of fever and malaise which was later confirmed meningitis. She was later diagnosed with sepsis secondary to csf leak and baclofen pump implant. On (B)(6) 2016, treatment with the product was stopped with removal of the baclofen pump and catheter. At that time, IV (intravenous) antibiotics were started for potential meningitis. On (B)(6) 2016, cultures returned with growth of klebsiella pneumoniae and vancomycin and meropenem were started. On that day, a "wound washout" and exploration for continued leak/paraspinal abscess was performed. The patient was discharged home with IV antibiotics. Concomitant medications included bactrim (sulfamethoxazole and trimethoprim) 80/400 mg 1xday, diazepam 2 mg 2xday, clonazepam 0.25 mg 1xday, and oxybutin chloride 5 mg 3xday.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving lioresal at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported the patient had a cerebrospinal fluid (csf) leak. The clinical diagnosis was csf leak, sepsis, and spinal meningitis. The patient came to the neurosurgery clinic on (B)(6) 2016 with a csf leak which was oversewn in the clinic and came back on (B)(6) 2016 with a continued csf leak. The hcp took her to the operating room (or) to perform a more extensive closure using another running locking stitch line and paid attention to tightly enclosing the catheter coming through the fascia with a tight pursestring. In addition he also used duraseal to inject under the fascia before tightening the stitch line. The patient returned to the emergency room (ER) on (B)(6) 2016 with continued csf leak and lab work reported positive for sepsis. The entire system was removed on (B)(6) 2016. The patient currently remained in the hospital and the event outcome was ongoing. The etiology of the event was noted as related to the device or therapy and unlikely related to the implant procedure. The seriousness was noted as resulted in a life-threatening illness or injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type catheter.

Event description:
Additional information was received from a manufacturer's representative on 2017-may-02. It was reported that there was no product issue but the pump and catheters were removed on (B)(6) 2017 due to a csf leak which led to an infection (note this is conflicting with the previous report that the system was removed on (B)(6) 2016). A new pump and catheter were implanted on (B)(6) 2017 after a ¿five month waiting period.¿ the patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the patient status was ¿alive ¿ no injury¿ and the issue was resolved. It was indicated that the products would not be returned as they were discarded. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the event outcome was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the event was related to the device or therapy and related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient had a previous cerebrospinal fluid (csf) leak from their lumbar incision site, which was initially closed. They developed klebsiella meningitis as previously mentioned, and has done well with the removal of the hardware. The patient was now presenting with recurrent fevers and evidence of a subfascial contained abscess from their previous catheter site. The event resulted in in-patient or prolonged hospitalization. Diagnostics included examination of the underlying abscess near the baclofen pump insertion site on (B)(6) 2016. A computed tomography (CT) scan without contrast was performed on (B)(6) 2016 and results showed a large multiloculated posterior paraspinal abscess spanning from l1 to l5. On (B)(6) 2016 examination revealed a spinal abscess. Surgical intervention included removal of the spinal abscess (implant already removed) on (B)(6) 2016. Other surgical intervention included incision and drainage bilateral subfascial and subcutaneous abscess of the lumbosacral region abscess on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016. The patient was receiving lioresal 500mcg/ml for a total dose of 124.91mcg/day. The etiology of the event was noted as possibly related to device or therapy and possibly related to the implant procedure. Other etiology included development of spinal abscess after removal of hardware and from previously reported meningitis diagnosis. The incision site/device tract was the lumbar site. Clinical diagnosis was spinal meningitis with subfascial contained abscess then was changed to klebsiella meningitis. It was later reported the patient had left leg pain at orthopaedic visit on (B)(6) 2016. The orthopaedic doctor determined it was neurogenic in origin, perhaps related to the meningitis/radiculitis. Diagnostics for the left leg pain included examination of the left pain on (B)(6) 2016. An x-ray taken on (B)(6) 2016 showed both hips were chronically dislocated, and visualized that he hardware was intact. On (B)(6) 2016 gabapentin was prescribed. The left leg pain resolved without sequelae on (B)(6) 2016. No further complications were reported/anticipated.